Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Were staples used during a re-operation procedure? Where was the break in the suture noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Was there any precipitating stress factor for the suture breakage? Did the wound dehis? If yes, what tissue dehisced? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. The following information was requested but unavailable: could you please clarify if the patient suffer from any sign or consequence due to the issue (breakage suture post-op? Please provide more details. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Could you please confirm if the patient suffer from dehiscence? What is the lot number?

Event description:
It was reported that a patient underwent a craniotomy procedure on an unknown date and a barbed suture was used. Post-op, the patient may have scratched their head in the middle of the night which caused the suture to break. Staples may have been used afterwards. The patient had an infection prior to the procedure. No other information is known at this time and could be provided.